Manufacturer narrative:
Three (3) actual samples in unopened pouches were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A review of the distribution record found that the product was shipped well before the expiration date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) fexicaps were expired. This was discovered at the clinic while the product was still in the packaging. There was no patient involvement. No additional information is available.